Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that a patient complained about pain following their tka (implanted (B)(6) 2009). An x-ray revealed a fractured tm patellar component. The patient was then revised on (B)(6) 2014.